Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery longevity of this implantable cardioverter defibrillator (ICD) device dropped one year from two and a half year to one and a half year remaining. As of this time, this ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that the battery longevity of this implantable cardioverter defibrillator (ICD) device dropped one year from two and a half year to one and a half year remaining. As of this time, this ICD remains in service. No adverse patient effects were reported. Additional information was received indicating that the device was explanted. No additional adverse patient effects were reported.